Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call of unexplained high blood glucose of 500 mg/dl and was hospitalized with 600 mg/dl blood glucose. Troubleshooting found that the customer was hospitalized with diabetic ketoacidosis. Customer was advised to call back to further troubleshoot as he was unable to speak on the phone.